Manufacturer narrative:
Software revision v4-1.02. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A clinical director reported a case of bilateral dry eye, observed at three weeks post lasik treatment. Patient noted right eye was blurry. Reporter indicated punctal plugs was placed in the lower lid punctum, and the patient issue was improving.